Event description:
The customer reported experiencing elevated blood glucose levels after changing the infusion set. Troubleshooting with the helpline found the insulin pump apparently working as designed. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional, and to call back if necessary. Two days later the customer posted on social media about the event, stating that the infusion set was kinked, and that the blood glucose level was over 500 mg/dl. And that they hoped they did not have to go to the hospital emergency room. The helpline called the customer the next day and was able to confirm that the customer did not go to the hospital, and that the device was apparently functioning as designed, with the customer's blood glucose down to 100 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.